Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Supplier reported on behalf of the customer that the cleo 90 infusion set cannula was bent upon inspection. Blood glucose levels were adversely affected and reported at 600mg/dl. Customer administered a bolus using a pump, administered an injection via syringe, and inserted a new infusion set to resume insulin to address the high blood glucose. No patient injury was reported. Please refer to the following medwatch reports related to this event: 2183502-2016-01778, 2183502-2016-01801, 2183502-2016-01802, and 2183502-2016-01803.